Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac arrest, which required defibrillation. Irregular cardiac arrhythmia was noticed and the patient was induced with ventricular fibrillation with radiofrequency and rescued with a defibrillator. Also during the procedure was a non MDR reportable signal loss. The signal loss was on all intracardiac channels, body surface channels, carto and recording system. However, there was an available electrocardiogram signal for the physician to monitor the patient's heart rhythm from the defibrillator. The patient did not require hospitalization due to the event. The patient has fully recovered.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and carto 3 system and suffered cardiac arrest, which required defibrillation. There was also a signal lost on the carto 3 system and the recording system. A current leakage error was also displayed. However, the physician was able to monitor patient¿s rhythm via defibrillator therefore the noise issue was not MDR reportable. The field service engineer (fse) visually inspected the system and observed damage on the map port of the patient interface unit (piu) of bent pins. Fse performed wet bath test with damaged backplane card. While ablating, error code 7 and popup window stating leakage current detected was displayed. Fse replaced the backplane card, performed wet bath and performed functional test per atp. Error code 7 - leakage current message was not displayed. Fse repeated several additional radiofrequency (rf) ablation tests, cycled power of piu, different carto 3 studies, all with no errors displayed. Fse followed up with the account after the repair. Bwi representative stated that the next three cases were performed without any issues. Issue was resolved, however the piu was replaced per physician request. Fse was informed by the bwi representative that the physician expressed concern of patients going into ventricular fibrillation. This was seen while delivering rf ablation. Piu was replaced to have device manufacturer perform analysis. Fse returned the defective backplane card into the old piu before uninstalling. Fse performed functional test following atp and all test passed. System is ready for use. Replaced piu was sent to the device manufacturer for analysis. The device manufacturer reported, the customer complaint was confirmed. Piu was tested and found inoperable due to the defective backplane card. There was found the damaged tvs diode d1000 which had very low impedance at one direction. This was a reason for the current leakage error and loss of electrocardiogram (ECG) signals. Replacement of the old revision damaged component resolved the problem. The faulty tvs in m1 ECG channel can generate dc voltage during ablation and cause the cardiac arrhythmia. The physician¿s improper workflow of not responding to system error 7 as instructed in the carto 3 system instructions for use, caused system failure, creating current leakage and the potential for induction of ventricular arrhythmia. During the system test, fse observed chest patch sensor error and no chest patches (yellow) were shown on the screen. Fse replaced the chest patch sensor cable, and the issue was resolved. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. The ECG signal loss/current leakage error issue is related to an internal corrective action.

Manufacturer narrative:
Additional information was received on december 9, 2016. An error message was displayed as well as a loss of electrocardiogram signals was observed. The carto 3 system was operable during the display of the message and they were allowed to deliver radiofrequency energy. Epicardial ablation was used and was associated with high impedance values of greater than 300 ohms that they mitigated by shutting off the generator impedance cut off. This was the scenario associated with current leakage. Additional information was received on december 16, 2016. At the end of the procedure, intracardiac echocardiogram showed a trace stable effusion. The hardware (carto 3 system) investigation has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted manufacturer's ref. No: (B)(4) biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.